Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that there was low out of range pacing impedance measurements of less than 200 ohms along with oversensing of noise on the right ventricular (rv) channel. A revision procedure was performed where the rv lead was surgically abandoned and the pacemaker was explanted for reported normal battery depletion.

Event description:
Additional information was received that the low out of range pacing impedance measurements on the right ventricular (rv) lead were reproduced when the lead was tested on the pacing system analyzer (psa). An insulation issue with the rv lead was the suspected cause.